Event description:
It was reported that during an afib ablation, the physician continued the procedure with an atrial flutter ablation on the right side using a therapy cool flex catheter when he noticed the catheter popped. A t11 generator was used and was set at 35 watts, 40 degrees celsius and q15 ml/min. The physician noted the steam pop and checked the catheter tip, which was fine and continued with the procedure. There were no consequences to the pt. Additional info was requested and is not available.

Manufacturer narrative:
We are in process of investigation this device. When analysis is complete, a f/u report will be submitted.